Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an incoming inspection of the products, the customer found the product label on the package box for jelco® viavalve® safety IV catheters was affixed out of position. No patient injury.

Manufacturer narrative:
Photos were submitted for evaluation. Photographic inspection confirmed that the labels were not straight as reported. Based on the evidence, the root cause was attributed to a manufacturing issue.